Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of atrophy was unable to be confirmed through analysis. However, the device instructions for use describes various scenarios which can result to atrophy and recurring incontinence. The patient device experience is included in the labeling; therefore, anticipated in nature. Technical analysis: the cuff and pump was returned for analysis to our post market quality assurance laboratory. Visual examination identified tissue within the tubing. The pump and cuff performed within all visual and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter due to urethral atrophy at the cuff site resulting in recurring incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient is expected to fully recover following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter due to urethral atrophy at the cuff site resulting in recurring incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient is expected to fully recover following the procedure.